Event description:
Device history record was reviewed. No event linked with the reported issue was observed. The reported device was not sent for investigation and the log history was not provided, therefore no review log was done. Device not returned to france but received by nsh canada for self servicing. Defective parts changed following servicing returned to france for investigation. Complaint investigation was performed by our investigators. During the visual check, some scratches were found on the lcd window. The keypad was connected to a test device in order to verify the complaint. The investigator was able to start and stop the device by pressing the start/stop button. Several keys (bolus/menu/fast increment/simple & fast decrement) did not work. Therefore, the event was reproduced. Then the investigator took the keyboard out of the case and found no signs of oxidation. As final conclusion, it seems that the problem turned out to be micro-cracks on the tracks and maybe also due to the weakness of some of the tracks. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Stop button not working, replaced upper case (keyboard). More information is needed to complete the investigation.